Event description:
It was reported that non-sustained rv oversensing on the rv lead was observed. The patient presented to the hospital where loss of capture was observed on both rv and lv leads. The issue was resolved by programming both the rv and lv outputs. The patient was stable the entire time of the visit. The following day a full interrogation of the device was performed and indicated proper pacing and sensing function, however the rv pacing threshold still remained high. The electrophysiologists and patient elected to have a revision of the rv lead. The lv lead was fine since the programming vector change. On (B)(6) 2022 the patient presented for revision of the rv lead. The electrophysiologists had some difficulty retracting the helix fixation screw and ultimately was able to retract the screw allowing repositioning of the rv lead, however the screw in mechanism seemed compromised and proved unreliable. The decision was to replace the lead and explant the existing lead which was easily removed. The patient was monitored and discharged the same day in stable condition without incident.